Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned, however, it was serviced at the customer's site. The fse (field service engineer) confirmed the issue. A work order was performed by fse. The key switch and water flow switch are damaged, so it was replaced with new ones; the emergency switch was damaged and was also replaced with new ones. The equipment was tested normally, and the laser was tested normally at full power. The malfunction found could have affected the device's performance, leading to the event experienced by the customer. Based on the information available, the analysis confirmed that the product performed could have been a cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a daily inspection, the emergency stopped button had functional damaged. It was noted that the key switch was damaged, and the water flow switch was cracked. There was no patient or procedure involved.